Manufacturer narrative:
Model: sc-1132, sn (B)(4), device evaluation indicated that the ipg passes all tests performed. The complaint in regard to the stimulation issue was not verified. The ipg was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation.

Event description:
A report was received that the patient was experiencing discomfort due to shocking sensation at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort due to shocking sensation at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.